Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned stent. The failure to advance and dislodgment was not confirmed as the delivery system was not returned. The reported difficulties appear to be due to operational context. It should be noted that rx herculink elite renal and biliary stent system instructions for use states: take care to avoid unnecessary handling. Special care must be taken not to handle or in any way disrupt the stent on the balloon. Although it was reported that the herculink elite stent was inadvertently manipulated by an inexperienced technician during device preparation, it could not be determined if manipulation of the stent during preparation or anatomical conditions contributed to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the herculink elite stent was inadvertently manipulated by an inexperienced technician during device preparation. The herculink elite stent delivery system (sds) was able to reach the heavily calcified renal artery, but the stent dislodged when trying to cross the lesion. The stent remained on the guide wire and was able to be retracted into the sheath and all devices were removed as a unit. When the sds was outside the anatomy, it was noted that the stent was at the access site. A cutdown was performed at the access site and the stent was successfully removed. The procedure was completed. No additional information was provided.